Manufacturer narrative:
This report is submitted on 25 february 2020.

Event description:
Per the clinic, the patient experienced an episode of meningitis (date not reported). Additional information regarding the episode of meningitis has been requested but has not been made available as of the date of this report.